Event description:
During surgery, a piece of the maryland bipolar endowrist broke off inside patient. Broken piece of device was retrieved by doctor (md). Entire device was inspected and then taken out of operating room (or).